Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump display went blank. The blood glucose reading was 36 mg/dl. The customer treated with juice and candy and the blood glucose came up to 126 mg/dl. The insulin pump turned back on and had a reset error alarm. The insulin pump had not been dropped, bumped or exposed to moisture, and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The display returned with a new battery and the insulin pump alarmed for battery out limit. The customer was advised that the alarm, after the batteries are out of the insulin pump for that duration, was normal insulin pump behavior. The insulin pump was not replaced or returned for analysis.